Event description:
A malfunction was reported on the pump, with the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and helped the caller reset the pump, which successfully resolved the issue. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which they understood and acknowledged.